Event description:
The box was labeled 110-4hm (micro ventricular bolt pressure monitoring kit). After opening the box, the nurse found that the product inside was a 110-4g (post craniotomy subdural pressure monitoring kit). There was no pt contact or injury. The 110-4g catheter was not used. A replacement product was available to by used by the customer. The lot number of the 110-4g was reported as 305000185443.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.